Manufacturer narrative:
Update - the complaint has been reopened because the sales rep has reported that the patient was revised on (B)(6) 2012 to address metallosis, pain, and a large cyst. Update (B)(4) 2012 - this is a clinical patient. There is no new information in the clinical documentation that would change the existing MDR decision. The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify a root cause corrective action was not established. Update (B)(4) 2013 - patients operative records were received. Records indicate the patient had increased metal ion levels. There is no new information that would change the existing MDR decision. Medical records and x-rays were obtained and reviewed. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The complaint has been reopened because the patient has now been revised and additional/corrected information has become available. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege: in (B)(6) 2007, patient was implanted with a depuy pinnacle hip on her right side. Following her surgery, patient suffered from ongoing discomfort and pain in her hip. It became increasingly painful for her to move, bear weight and walk, move her legs, and rise from a seated position. She also had loss of and limitation of motion. Patient will likely undergo revision surgery to remove her pinnacle hip by (B)(6) 2011. Patient is a resident of (B)(6). Update - the complaint has been reopened because the sales rep has reported that the patient was revised on (B)(6) 2012 to address metallosis, pain, and a large cyst.

Event description:
Litigation papers allege: in (B)(6) 2007, patient was implanted with a depuy pinnacle hip on her right side. Following her surgery, patient suffered from ongoing discomfort and pain in her hip. It became increasingly painful for her to move, bear weight and walk, move her legs, and rise from a seated position. She also had loss of and limitation of motion. Patient will likely undergo revision surgery to remove her pinnacle hip by (B)(6), 2011.

Manufacturer narrative:
(B)(4).

Event description:
After review of medical record for MDR reportability, patient was revised to address failed right total hip arthroplasty. Revision notes reported that there was significant scar tissue anteroinferiorly. Laboratory results for cobalt and chromium were below 7 ppb. MRI examination showed fluid collection anteriorly adjacent to the joint. Added law firm, account name, dob, associated contacts, laboratory and MRI test results. Doi: (B)(6) 2007 - aug 29, 2012 (right hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.